Event description:
It was reported that when using the bd pyxis¿ medstation¿ es device was not communicating and failed several times. The customer stated that this malfunction occurred while dispensing the medication and they were unable to access/issue the medication, which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 23-oct-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that the station would not turn on. A field service engineer (fse) had replaced the card, retractor band, and rear card but cubies were still not detected, after returning with a new full height drawer, the old drawer was replaced, the drawer was reconfigured in the application, and recovery was completed. The system functioned as intended after the field service engineer repaired the device.